Manufacturer narrative:
Device received stuck in critical pump error (open book image) and unable to download due to severe corrosion on electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Device received with corroded force sensor assembly and moisture damage on motor assembly. Unable to verify keypad unresponsive/button error alarms due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Keypad is unresponsive. Customer advised there is a red "x" through the insulin pump and an arrow pointing to a book. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.